Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure event observed during analysis. Final analysis found that a partial lead was returned. The insulation was degraded at 4.4 cm to 4.6 cm from the connector pin. (B)(4). (B)(6).